Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that daughter answered. I asked if she needed assistance ordering new product. She said her mom is not using product at the moment due to having a uti and she thinks the product is what caused the issue. No additional information provided. It's unclear if troubleshooting was provided. (Prepping and placement tips shared).